Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During review of the device history at the user facility s233 malfunction alarm codes were noted. Further testing found the fan did not rotate. The probable cause of the customer's reported event was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.